Manufacturer narrative:
Unit received with an e15 error loop during boot up, problem isolated to the mother board. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify due to e 15 alarm. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump received error alarm. It was also mentioned that the alarm did not occurred during the rewind and insulin pump passed the self test. Blood glucose level was 103 mg/dl at the time of the incident. The insulin pump will be returned for analysis.